Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. Also, the device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The cause of the reported event remains unknown.

Event description:
A patient who was implanted with a 24mm amplatzer septal occluder (aso) and 20mm amplatzer cardiac plug 2 (acp2) three months ago presented for follow-up and an echocardiogram confirmed the presence of a thrombus on both devices. The physician suspected a blood disorder or anticoagulation problem with the patient and did not believe the thrombi were device-related. The physician plans to monitor the patient more closely in the future and placed the patient on low molecular weight heparin, aspirin and prophylaxie endocardite for one year and plavix for one month. Adverse patient consequences were reported but no details were provided. Pre-implant, no clotting issues were reported. Also, during implant a 24mm acp2 was attempted but was retracted and removed when it was found to be too large.